Manufacturer narrative:
(B)(4) the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Patient's wife called 911 after witnessing her husband put an unknown caliber pistol up under his chin and pull the trigger shooting himself upward into his head. There is a single 6mm hole in the bottom of his jaw 2 inches from the tip of the chin. There appears to be no other wounds externally noted. Patient has copious amounts of blood coming from the airway and the patient's lower jaw is unstable. The patient has missing teeth and the tongue is obliterated. No other injuries noted. Patient noted to be in a pea rate of 65. Patient pronounced in ed. 15ga right tibia proximal unsuccessful. Io established using aseptic technique and during insertion the driver failed causing the needle to bend under slight hand pressure. Io initiated with 15ga at left tibia proximal successful. Io initiated using aseptic technique and while using our back up driver that one too failed. The io was able to be placed manually and was secured using a commercial device and saline lock. No signs of infiltration noted.